Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused an unknown medication when set to run over 23.5 hours with a volume to be infused of 2,260. At noon the volume to be infused (vtbi) was a bit over 500 but visualization of the bag showed only about 250 ml left so the registered nurse (rn) decreased the rate so it would finish in the prescribed time. It was noted that the bag height was appropriate. The event happened during patient use. There was no known patient injury or medical intervention associated with this event. No additional information is available.